Manufacturer narrative:
The device history records are being reviewed. The sample has been received and is being evaluated. The investigation is currently underway.

Event description:
It was reported that during deployment the physician felt tension building as he pulled back the y- injector adapter and the stent graft "jumped" off of the device and deployed in the heart, extending into the pulmonary artery. A snare was used to remove the device and another stent graft was successfully placed.